Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria, including balloon inflation tests to rated burst pressure. It was reported that this device was used to inflate a stenosed stent in the subclavian vein. This represents an off-label use for this device. The IFU states: atlas pta balloon dilatation catheters are recommended for pta of iliac areteries, and the treatment of obstructive lesions of native of synthetic arterovenous dialysis fistulae.

Event description:
It was reported that during pta of a stenosed stent the subclavian vein, the balloon ruptured in half circumferentially. The balloon was half way into the stent for the first inflation at 12 atm. The balloon was then deflated and pulled back. On the second inflation to 12 atm the balloon ruptured. Half of the doctor detached from the catheter and was successfully snared by the doctor. Patient is reported to be fine.